Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a threads on reservoir cap and the display was frozen. The customer¿s blood glucose level unknown. The customer also stated that the reservoir was unable to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, rewind or verify low battery alarm due to frozen display. Device received with broken reservoir tube lip. (B)(4).